Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient had a wire break "on its own" above the connector, with subsequent jolts felt. This happened a second time due to the patient's hairdresser breaking the lead with a comb. However, the patient tries to stay as active as they can and can't imagine life without the implant. No further complications are anticipated.